Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment, which was completed without delay by restarting the system. The philips remote service engineer (rse) inspected the system remotely and found that the c-arm was unable to perform rotations. Upon troubleshooting, the rse found that the c-arm was getting stuck around 79¿80 degrees during right anterior oblique (rao) / left anterior oblique (lao) movements. The customer had to use alternative rotational paths to position the c-arm correctly. The customer was able to have the c-arm moving again by performing both a geometry restart and a full system restart. After this, the c-arm returned to full functionality, which resolved the reported issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform anterior oblique movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.